Event description:
Customer reported multiple cracks on the insulin pump by the reservoir and by the battery compartment. The blood glucose reading was 120 mg/dl. He also reported that the display screen was scratched. He stated that the damage likely occurred while he was working as it involves physical activity. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked case on display window corners, minor scratched display window, deep cracks on reservoir tube, reservoir tube window, cracked reservoir tube lip, and cracked battery tube threads.